Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2023. After the patient inserted the sensor, he had bleeding at the sensor insertion site which did not stop. His fiance took him to the emergency room (ER). The ER physician sutured the area to stop the bleeding. No medication was administered. The patient remained at the hospital for five hours and after the event the patient felt fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.